Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information was received from a manufacturer¿s representative (rep) regarding the patient. The rep reported that the patient had a successful trial and was moving forward to implant. The rep reported that they were able to troubleshoot getting the grey mltc cord plugged into the external neurostimulator (ens) to get the system working again. The rep reported that after this the patient¿s trial was running smoothing with no complications. No further complications anticipated.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who had an external neurostimulator (ens). The patient reported that she accidentally pulled the plug out of her ens. The patient reported that the cord ¿got caught¿ and it pulled out of the ens box. No complications reported.